Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because the patient experienced urethra atrophy. It was detailed that the atrophy caused that the cuff would not be able to close completely, which eventually led to recurring incontinence. Upon explant, no device issues were identified. The physician believes the cuff was initially placed in the correct location. All components were removed and replaced with no patient complications.